Event description:
It was reported customer being hospitalized due to dka. Customer was on insulin IV, treated bgs in ICU. Unable to perform troubleshooting, no record of client giving permission to troubleshoot the pump.